Event description:
Pt understands they are the third person who has had the device. The device was implanted and the next day it was found it was against the cornea so the tube had to be removed and replaced with another tube. The following day a hole was discovered in the "white of the eye" and this was stitched. Later dr said the eye was a mess and pt was referred to another physician. Later pt woke up with their eye swollen shut. It stayed shut for 3 days. A corneal specialist has seen a protrusion where one of the tubes had broken loose. Pt had another emergency to remove half of the tube.